Event description:
Caller states that the patient tested 4.4 inr and 6.6 inr during duplicate testing. Customer was sent for a lab as a result, which returned as 5.3 inr. No adverse event reported. Requested return of suspect device and replacement was sent.